Event description:
Found on floor lying on right side; complains of right hip pain; right basicervical femoral neck fracture requiring surgical repair; bed alarm on; alarm did not alarm when head of bed elevated.